Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant of the pacing lead the patient's condition deteriorated. The implant was not completed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient was very uncooperative and restless during the implant procedure, and tried to sit up and touch the implant lead with bare hands, which caused the operation to be unable to proceed normally.